Manufacturer narrative:
Model number/catalog number: (B)(4). Serial number: n/a. Batch/lot number: 1100753549. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the tenacio pump of the inflatable penile prosthesis (ipp) was not functioning properly, as it could barely transfer fluid from the pump to the cylinders. A surgical procedure was performed to remove the tenacio pump and replace it with an ms pump. The new ms pump was connected to the remaining components. No patient complications were reported.